Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon string broke while inserting, retained [foreign body in reproductive tract]. Tampon string came off [device breakage]. Broke as inserting [complication of device insertion]. Case description: consumer reported via e-mail that tampon string came off. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon string broke while inserting, retained [foreign body in reproductive tract]. Tampon string came off [device breakage]. Broke as inserting [complication of device insertion]. Case description: consumer reported via e-mail that tampon string came off. No serious injury reported.